Event description:
A malfunction was reported on the pump, identified by the caller. There was no adverse impact on the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction reappeared.